Event description:
The facility reported that the malyugin ring system jammed and was discarded prior to use. There was no pt contact.

Manufacturer narrative:
This MDR was received from FDA on (B)(4) 2013, via a user facility report number (B)(4) and no additional information is available at the time of this report.